Manufacturer narrative:
"This complaint is not confirmed. We received one catheter as a sample still sticking inside a 24g cannula. A part of the catheter, a little loop, coming out sidewards between pink adapter and ll-hub of the cannula. The catheter showed severe occlusions. We assume that the customer tried to withdraw the catheter tube from the cannula but which only worked for approx. 2 cm. Obviously the customer fixed the pink adapter again into the cannula hub and therefore looped and jammed the catheter tube. Because of the flattened area it was impossible to flush the catheter. Having checked the batch history records, no abnormalities were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual test are carried out. This is the very first complaint for batch 070218gk and the very first regarding cardiac tamponade on code 1261.302. No further corrective action initiated by quality management as a manufacturing fault can be excluded. A bad positioning/fixation 'obvioulsy' led to cardiac tamponade. In the product's IFU we warn: 'check correct positioning according to the local recommendations prior to commencing an infusion.' And we warn: 'complications associated with percutaneous catheters include vessel wall perforation, cardiac tamponade, haemorrhage, pleural and mediastinal injury, air embolism, catheter embolism, thoracic duct injury, septicaemia, bacteraemia, thrombosis, and accidental arterial puncture.' Due to the documentation we received it is obviously that the cardiac tamponade had been detected early and had been treated sufficient. The death of the patient one month later does not seem to be related to the tamponade."

Event description:
In a newborn ((B)(6)) a premicath (30cm) was placed on the left arm. After 3 days and 3 hours a cardiac tamponade was discovered in the newborn. The catheter slipped too deeply, into the heart. This patient born at (B)(6) gestation, weight of (B)(6) is pejorative in the night of (B)(6) 2018 at 4am. It was equipped with a 1fr/30cm premicath for 3 days and 3 hours on the left forearm. At 4 a.m. He drops his saturation and heart rate, a us cardiac shows "a" effusion (tamponade) a puncture and 15 ml of tpn are removed. The child is intubated in an emergency. The patient unfortunately died one month later. Respiratory and neurological complication redirection and discontinuation of intensive treatments.